Event description:
This companion 2 driver was not supporting a pt. The customer reported that during a system check of the companion 2 driver, he observed that the driver had a "dead emergency battery." This alleged failure mode poses a low risk to a pt because the issue was observed when the companion 2 driver was not supporting a pt. In addition, this alleged failure mode would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and wall power. An investigation will be conducted by syncardia and the results will be provided in a supplemental MDR.